Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise due to electromagnetic interference (emi) resulting in oversensing was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.